Manufacturer narrative:
Additional information: the device was returned to the manufacturer for evaluation. The jaws of the instrument tips are plastically deformed, consistent with exceeding the yield strength of the material. The above observations are consistent with overload.

Event description:
It was reported that the mouth of the pituitary was gouged out during an unspecified spinal surgery. No patient complications are associated with this event.

Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.